Manufacturer narrative:
Block e1 (initial reporter phone): (B)(6). Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to the second of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure performed on (B)(6) 2023. During the procedure, "the bander did not work as it should." A second speedband superview super 7 was used; however, the same problem happened, "the bander did not work as it should." There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the bands were unable to deploy.